Manufacturer narrative:
The event occurred in china. It was reported that at the rotaflow console suddenly went black and the pump stopped during patient treatment. The issue was solved after restarting the device. No alarms were noticed by the customer. No harm to any person has been reported. Due to the reported shut down a report is required. The patient data was not shared by customer. According the ssu (sales and service unit) dated on (B)(6) 2025 it is suspected that there was no external mains power supply, causing the battery to continue to discharge and led to the reported shut down. Since the battery was replaced by a third-party company on (B)(6) 2025 and the customer confirmed not to order any repair of the device, no exact root cause could be determined. However, the failure can be linked to the following most possible root causes according to the rotaflow risk management file: - defect batteries - user forgot recharge. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2025-11-21 for the period of 2023-04-25 to 2025-11-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2023-04-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.4 general precautionary measures during use. If the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to rotaflow console which is sold in the USA under premarket submission number: k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number: 701046405.

Event description:
The event occurred in china. It was reported that at the rotaflow console suddenly went black and the pump stopped during patient treatment. The issue was solved after restarting the device. No alarms were noticed by the customer. No harm to any person has been reported. Due to the reported shut down a report is required. Complaint ID: (B)(4).